Event description:
The stryker pneumoclear smoke evacuation high flow tube set was snapped into the insufflator and an error showed on the insufflator screen "tube set invalid." The tubing was removed, placed again, and the same error came up. New tubing was retrieved and placed into insufflator without any error codes or problems. Bad tubing was saved and given to general surgery coordinator, who gave it to the stryker sales representative.